Event description:
During the implant procedure, while using the inspire tunneler, the surgeon accidentally tunneled under the patient's clavicle causing an anterior jugular branch to tear. Patient experienced excessive bleeding. Physician located the bleed and tied it off. This resolved the issue.